Event description:
Caller states a member of the nursing staff received an accidental needle stick after a lancet did not retract back into the safe-t-pro device. No adverse event reported. Requested return of suspect device, however, it has been discarded; replacement was sent.